Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain, lumbar radiculopathy, and cervical radiculopathy. It was reported that pain returned because she was vacuuming and moving equipment. She had lost her patient programmer (pp) and implantable neurostimulator recharger (insr) and she was not able to turn on stimulation on her implantable neurostimulator (ins). The patient later reported that they had an office visit on (B)(6) 2015, the battery was replaced on (B)(6) 2015, and there was a postop follow up on (B)(6) 2015. Further follow-up is being conducted to determine the cause of the issues, and if any troubleshooting was performed. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that troubleshooting was performed prior to the battery replacement. The cause of the device not being able to turn on was reported that the patient didn't have the programmer/charger. The healthcare professional (hcp) reported that the reason for the battery replacement was the battery end of life.